Event description:
Same case as MFR #: 2134265-2013-00958, 2134265-2013-00959. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire penetrated the balloon lumen and a balloon rupture occurred. The patient was undergoing treatment for diabetes mellitus of the right foot. The approximately 80% stenosed target lesion was located in the calcified right anterior tibial artery (ata). A v-18 control wire was advanced to the lesion and a 2.5 x 150 mm sterling sl balloon catheter was advanced over the wire. While attempting to access the true lumen of the right ata, the v-18 wire penetrated the balloon lumen of the sterling. The guide wire and balloon were exchanged for identical devices. The second 2.5 x 150 mm sterling sl balloon ruptured at rated burst pressure on the second inflation attempt. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-00958, 2134265-2013-00959. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire penetrated the balloon lumen and a balloon rupture occurred. The patient was undergoing treatment for diabetes mellitus of the right foot. The approximately 80% stenosed target lesion was located in the calcified right anterior tibial artery (ata). A v-18 control wire was advanced to the lesion and a 2.5x150mm sterling sl balloon catheter was advanced over the wire. While attempting to access the true lumen of the right ata, the v-18 wire penetrated the balloon lumen of the sterling. The guide wire and balloon were exchanged for identical devices. The second 2.5x150mm sterling sl balloon ruptured at rated burst pressure on the second inflation attempt. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device lot number: corrected from 'unknown' to 15219137. Device expiration date: corrected from 'unknown' to 05/02/2014. Device manufactured date: corrected from 'unknown' to 05/04/2012. Device evaluated by MFR: examination of the returned device revealed the catheter was received with a guide wire stuck inside the wire lumen and 206cm protruding from the catheter hub. Solidified blood and contrast were noted in the balloon and inflation lumens. The tip was damaged. The inner shaft was buckled on both sides of the proximal markerband. There was a hole in the inner shaft adjacent to the distal edge of the proximal markerband. The catheter was soaked in water, but the guide wire could not be removed. There was no evidence of any product quality deficiencies contributing to the reported event or the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).